Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did meet longevity estimates provided in device labeling, however, noted that an out of specification condition involving excess current draw may be present. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Analysis did note an out of specification device condition, however did not confirm the presence of extended charge times.

Event description:
Boston scientific received information that this device was explanted and returned for normal battery depletion. Prior to explant, the field noted that charge times for this device were long, however, within specification at the time. No other field allegations or additional information was obtained until device return. No adverse patient effects were reported.